Event description:
Healthcare professional reported a "sizer was punctured during surgery." As a result, "silicone was found" on the left side. Cleaning of the left side was required.

Manufacturer narrative:
Lab analysis: brown particles were observed on the outer surface of the implant. One striated opening, typically associated with surgical damage, was observed on the radius of the implant.

Event description:
Health care professional reported a "sizer was punctured during surgery". As a result "silicone was found" on the left side. Cleaning of the left side was required.

Manufacturer narrative:
The device has not been returned, therefore, no further analysis has been completed at this time. These events are being reported because medical intervention was required, although device-relatedness has not been established.